Event description:
Since delivery in 3/00, 6 out of 9 units have failed in a similar manner. All problems relate to the power supply. Failure renders the units inoperable. Datex-ohmeda is aware of the problem and is working on a fix.

Event description:
Add'l info rec'd from MFR 09/17/01: this is in repsonse to FDA's letter dated august 17, 2001 and sent to tewksbury, us. More info, such as hospital name and product serial number, will be needed to investigate the reported event. In a search of MFR's complaint database utilizing the limited info provided on the medwatch report, it appears the alleged complaint was not reported to datex-ohmeda. Add'l info concerning the product and the customer will allow us to confirm whether the report was received. If there are any questions regarding this issue, please contact.